Event description:
A patient was emergently admitted for respiratory distress and failure to thrive approximately several months ago. The patient was diagnosed with cystic lung disease shortly after birth. The patient was being fed through a feeding tube connected to a kangroo pump. The feeding bag was filled with approximately 4 hours worth of feeds (80 to 100 ml) set to run at 20 ml per hour. Shortly after setting up the feeding, the nurse returned to the room and found the tubing not attached to the roller feeder and no alarm sounding. The feeding bag was empty. The patient had received 4 hours worth of feeding in approximately 45 minutes. The doctor was notified and determined the patient was not injured. The pump was sent to clinical engineering.